Event description:
On (B)(6) 2010, pt reported there is a scuff on the display of the infusion device. Pt stated he has changed the battery and it is still there. Pt reported he does not think it's the lcd display. Pt stated he thinks the concern is there is a scuff on the screen and it is putting a shadow on the infusion device display. Pt stated when he turns it, he can see the shadow move, but when he is looking at it from a straight angle, he cannot see the display behind it. Pt reported the scuff is on the right side of the display screen below the basal rates. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.